Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon attempted to place the foot of the acrobat-I stabilizer but it was coming in contact with the xpose positioner. It was noticed that a slight discoloration of tissue appeared under the pod of the stabilizer. Suction was discontinued and settings confirmed on the vacuum regulator. The surgeon attempted to reposition the stabilizer to be placed appropriately and isolate the lad. The surgeon then asked for vessel tape but the hospital did not stock any. It was elected to convert to an on pump procedure. Upon removal of the stabilizer, a subcutaneous hematoma developed under the left lateral pods of the stabilizer with a lump forming on the surface of the heart. This hematoma was observed throughout the case and appeared to stabilize in size. The procedure was completed without further complication and the patient removed from bypass and closed. The surgeon indicated that he felt this was created by a subcutaneous epicardial vein that potentially sustained trauma due to the suction from the stabilizer. This vein was not believed to be visible on the surface of the heart. A follow up email from the territory manager indicated that the patient is doing fine and the product was discarded.

Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. A medical assessment was provided by the medical director of maquet. Based on the medical assessment provided, it is believed that the event described is not due to a device malfunction. Rather, it is believed that the surgeon positioned the stabilizer on a small vein and the suction caused the vessel to tear creating an hematoma. Veins are usually superficially located but sometimes could be difficult to locate. Although the suction settings were set according to IFU recommendations, the position of the foot on a small vein could have been the reason of the blood collection. The hematoma was limited in size and is expected to reabsorb without consequences for the patient. (B)(4).